Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6), 2006. According to the complainant, post-procedure, the patient experienced urinary problems, pelvic pain, bladder pain, vaginal pain, infections, and dyspareunia. All other information is unknown and unavailable.